Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple weeks of implant, the patient complained of feeling groggy. The right ventricular (rv) lead exhibited increased thresholds, diminished r waves, and x-ray determined the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.